Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a failed circulation pump. The arctic sun 5000 was evaluated upon receipt. The root cause for the device failing to fill was determined to be a failed circulation pump. No suction from left port. Circulation pump failure. (Arctic sun 5000) 41 low internal flow. Circulation pump was serviced. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. Based on the results of the investigation, no additional actions can be taken. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed alarm 107 (non-recoverable system error). Per wo notes, they checked the wires and connections as recommended with the control panel and found a cable had come loose, pushed the cable in and the alarm 107 went away. During preventive maintenance, they discovered that the device would not fill. No suction from left port. Circulation pump failure and requested to still send the device in for an assessment of the device to make sure all else works as it should. It was determined that the device would be sent to the depot for an assessment of the control panel and card cage. Per sample evaluation results received via task on 23jan2026, it was reported that the tank seals were found separated from the tank and the chiller molded tube found cut short.

Event description:
It was reported that the arctic sun device displayed alarm 107 (non-recoverable system error). Per wo notes, they checked the wires and connections as recommended with the control panel and found a cable had come loose, pushed the cable in and the alarm 107 went away. During preventive maintenance, they discovered that the device would not fill. No suction from left port. Circulation pump failure and requested to still send the device in for an assessment of the device to make sure all else works as it should. It was determined that the device would be sent to the depot for an assessment of the control panel and card cage.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.